Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to customer's site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The sample resulted as expected upon repeat testing on the same instrument. The customer is aware of the siemens handling guidelines. The cause of the falsely low progesterone result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low result was obtained on one patient sample tested for progesterone on an immulite 2000 xpi instrument. The falsely low result was reported to the physician(s), who questioned it. The sample was then repeated on the same day in the original tube and resulted higher. The sample was also repeated the next day, which confirmed the high result. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false low progesterone result.